Event description:
It was reported that during pre-implant testing, this device was suspected of exhibiting premature battery depletion. There was no patient involvement. This device is expected for return.

Event description:
It was reported that during pre-implant testing, this device was suspected of exhibiting premature battery depletion. There was no patient involvement. This device is expected for return. Additional information: the field representative indicated that this device was available for return; however, boston scientific has not received this device for analysis. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that during pre-implant testing, this device was suspected of exhibiting premature battery depletion. There was no patient involvement. This device is expected for return.